Manufacturer narrative:
The baxter technician found the side communication cable needed to be replaced. Per the baxter service manual, it is necessary for the centrella bed to have an effective maintenance program. We recommend that you do annual preventative maintenance pm. Make sure the bed exit system operates correctly. Replace parts if necessary. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the side communication cable to resolve the reported event. Based on this information, no further action is required.

Event description:
On 30-jan-2026, a nurse contacted technical service to report that centrella med-surg (product code p7900b400011, serial number (B)(6)), had bed not sending bed exit alarm to the nurse¿s station when the bed exit alarms at the bed. This occurred during biomed testing. There was no patient/user injury, medical intervention, symptom, or adverse event reported.